Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "on (B)(6) 2019 between 11:10 pm and 11:50 pm for the bed ¿box11¿, the alarm silenced itself. The patient died.

Manufacturer narrative:
Problem statement: a field service engineer´(fse) received the piic ix log files from the customer¿s biomedical technician for further investigation and analysis. The customer indicated that the time of the incident was between 11:10 pm and 11:50 pm for the bed ¿box11¿, the alarm silenced itself. The fse stated that the asystole alarms were emitted and then ¿acknowledged¿ by caregivers and were then repeated after 3 minutes before going off automatically after a few seconds a clinical application specialist analyzed the data alarm logs. The alarm log was reviewed, and multiple asystole and vfib/vtach alarms were generated and ended. The alarms were set to non-latching. The alarms were silenced at the monitor and at the piic ix. Alarms were paused and unpaused from 23:25 to 23:37 at the patient¿s bedside. At 23:42:05, an asystole alarm was generated, followed by numerous silence actions from the piic ix. At 23:45:26 and at 23:48:37, a reminder tone sounded. Asystole ended at 23:49:55. The monitor 11 was off line at 23:53:16. The fse found that the configuration of the monitor was set to repetition of the alarm tone for a limited time (six seconds), which was the cause why the alarm was repeated for a short duration of time. The configuration was changed as agreed with the customer the device worked as intended and there was no malfunction of the device. This issue was caused by the configuration. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.